Event description:
It was reported that balloon rupture occured. The target lesion was located in a moderately calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.